Event description:
It was reported that the handpiece began leaking an unknown fluid during the washing process and after the device had been sterilized. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.